Event description:
The customer reported clear fluid leaking from the lh750 instrument during startup. The volume of leak was 5-10 mls and was contained within the unit. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The field service engineer (fse) found that diluent was leaking between bsv pads during startup due to the bsv knob not being locked. Fse lock and tightened the bsv as needed and that fixed the leak. No erroneous results were generated in connection with this event. Upon recur of this failure mode, there is a potential for causing erroneous results for all parameters due to leaking from bsv that can cause insufficient amount of sample to be available for analysis and also carryover from incomplete rinsing of the bsv. (B)(4).